Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. Based on the investigation, the handpiece operated as intended and the alleged failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. This contact can result in the bur guard overheating and melting. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.

Event description:
Customer alleges that the bur would not lock and came loose causing burns to patient's lip. The customer reported that the bur guard had melted and caused a third degree burn. No further information has been provided as to the treatment of the burn.